Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnostic procedure was being performed when the issue occurred and was completed as planned by using the footswitch from the control room. It was reported to philips that the system was not producing x rays with the pedal in the room. Upon troubleshooting the philips remote service engineer (rse) found the issue with the foot pedal. To resolve the issue, the field service engineer (fse) replaced the foot switch in another case. After the replacement the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Due to the availability of an alternative footswitch, in the event of a wired footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wired footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that intermittently the system wired foot switch did not emit x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.